Manufacturer narrative:
(B)(4). Concomitant medical products: persona 5-degree stemmed tibial component, catalog #: 42532007501, lot #: 63351926, persona fixed bearing articular surface, catalog #: 42512400710, lot #: 63318915, persona all polyethylene patella, catalog #: 42540200035, lot #: 63321037, unknown gentamicin bone cement, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00075, 0002648920-2018-00396, 0001822565-2018-02555, 0002648920-2018-00397. Remains implanted.

Event description:
It was reported the patient is experiencing anterior knee pain, approximately two years post left total knee arthroplasty, which is being treated with physical therapy. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing review and the event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. Review of the primary operative notes indicates that the patient was suffering from severe degenerative joint disease and was treated with total knee arthroplasty. No intraoperative complications were noted. Review of medical records confirmed that the patient began to experience moderate pain two months post-operatively, with pain becoming increasingly more severe at the first and second year follow-ups as well as decreased range of motion at two years post-operatively. Per the package insert, pain is a known adverse effect of the total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was dissatisfied with pain levels and outcomes post left total knee arthroplasty with moderate pain at one (1) year post-operatively and severe pain at two (2) years post-operatively. It was additionally reported that the patient's range of motion decreased to ninety-five (95) degrees. The patient was treated with physical therapy. No additional information is available.